Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead exhibited high impedance. The lead was removed from the body, reinserted, and similar high impedance values were found. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.